Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported "rupture", "intracapsular implant rupture" and "fold and pericapsular fluid collection adjacent to implant shell" confirmed via us and MRI. This record is for the right side. Device has been explanted and replaced with non-abbvie device. Device will not be returned.